Event description:
The customer stated that the display was foggy and she was unable to read anything. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor.